Event description:
It was reported that during routine follow-up, the pulse generator exhibited a diagnostics anomaly during interrogation. After clearing the diagnostics, interrogation was successfully performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.